Event description:
While using the clip applier, the device fell apart. The handle detached from the clip device. A second device was used and failed to apply the clip during use. These devices were used during a procedure to clip the aneurysm which ultimately ruptured. As a result, the carotid artery was cross clipped and the pt died two days later. It was recently determined that the device was not involved in the rupture and did not contribute to the pt's outcome.